Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine 1 mg/ml; 0.1501 mg/day via an implantable pump. The new medication was morphine 1 mg/ml; 0.1506 mg/day. Indication for use was spinal pain. The date of the event was (B)(6) 2019. It was reported a motor stall was seen at initial interrogation. A motor stall recovery had not occurred. The patient recently had magnetic resonance imaging (MRI). The MRI was not due to a suspected problem with the device or therapy. It has not been less than 2 hours since the patient exited the MRI field. No symptoms were reported. No further complications were reported.